Manufacturer narrative:
Final analysis found that the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.

Event description:
It was reported that the patient presented for a left ventricular lead implant. During procedure, the proximal pin came off of the lead when the physician tried to pull the stylet out. The lead was not implanted. The patient was stable before, during and after the procedure.